Event description:
The lay user/pt contacted lifescan in 2005 alleging that her induo meter was reading inaccurately high. The senior medical affairs specialist mailed a letter 4 days later since the pt could not be reached by telephone. She reported obtaining results of 240 mg/dl, 260 mg/dl, and 210 mg/dl on the reported meter, while experiencing no symptoms of high or low blood glucose levels. The time difference between the results was greater than 30 minutes. No actions were taken following the use of the meter that would affect her blood glucose levels. She later began feeling shaky and decided to visit the ER. A result of 67 mg/dl was obtained at the ER. She was administered orange juice. No other test results were provided. It would have been helpful to know pt's testing frequency, time of testing, medication regimen, date/time of ER result, and diagnosis. The customer care agent (cca) verified that the unit of measurement and calibration code were set correctly. The pt was correctly cleaning the puncture area and correctly applying the sample to the test strip. However, the cca discovered that the pt was using expired test strips (exp. 2005). The meter, test strips, and control solution were replaced.